Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was not functioning correctly and they noticed that the handle seam had split. Opened another like device to finish the procedure. There was no pt consequence.